Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Correction to initial MDR: this report should not have been submitted as this was not a reportable event.

Event description:
A report was received that during a permanent implant procedure, the physician suspected lead malfunction and replaced the lead.

Manufacturer narrative:
Additional information was received that device malfunction was suspected. The bsn sales representative did know why it was damaged. Sc-(B)(4) (sn: (B)(4)) device evaluation indicated that lead passed all tests including visual/x-ray, impedance, diameter, and electrode pitch tests. Device exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.